Event description:
Spontaneous. Pump # (B)(6). Pt's father stated that pump is giving error message that air in line every 30 seconds. Hhrn changed tubing and still getting same message. Sending new pump. Hhrn infusing ig through gravity tubing. Patient did not miss a dose or have any adverse events due to pump malfunction. A pump return box was sent to patient's family. Pump available for return. No further information. Frequency: daily for 2 days every 3 weeks. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.